Manufacturer narrative:
The unit did not have any unexpected motor error alarms. The unit passed the pump self-test, off no power test, unexpected restart error test, displacement test, rewind test, and basic occlusion test. The operating currents were in specifications. The motor was tested outside of the unit and passed. Unable to prime during the prime/compromised force sensor system test due to slight moisture damage on the force sensor resistor. Motor oil was leaking on the motor assembly. The unit had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report 3 motor error alarms. The customer's blood glucose reading was unknown. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and to return their device back for analysis.